Event description:
It was reported that this right ventricular (rv) lead with associated implantable cardioverter defibrillator (ICD) detected an alert for shock impedance out-of-range greater than 125 ohms. There were no dramatic spikes in the shock impedance measurements. The physician elected to change the alert parameters. The device remains in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.